Event description:
Healthcare professional reported right side rupture, ¿implant folding¿, ¿ganglion adenopathies¿, and ¿periprosthetic liquid¿." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and lymphadenopathy.

Event description:
Healthcare professional reported right side rupture, ¿implant folding¿, ¿ganglion adenopathies¿, and ¿periprotesic liquid¿." Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: seroma: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Crease/folding of implant: creases observed on the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: h.6.

Event description:
Healthcare professional reported left side rupture, ¿implant folding¿, ¿ganglion adenopathies¿, and ¿periprotesic liquid¿." Healthcare professional additionally reported left side capsular contracture baker grade unknown, and lymphadenopathies. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.